Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter scratched the patient urethra. No medical intervention was reported. Per follow-up via phone on 31may2022, the latex foley catheter caused bleeding in their urethra. Per sample received on 29jun2022, it was noted that the intermittent catheter with material #: 53816g and batch#: jufx9013 was returned for evaluation.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Visual: received 1 magic 3 go intermittent catheter with open packaging. Received sample was bent and end of catheter was pointy. Therefore, product does not meet specifications. Pictures included of bent catheter and pointed end attached in the investigation overview element. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required labelling would have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the foley catheter scratched the patient urethra. No medical intervention was reported. Per follow-up via phone on 31may2022, the latex foley catheter caused bleeding in their urethra. Per sample received on 29jun2022, it was noted that the intermittent catheter with material #53816g and batch #jufx9013 was returned for evaluation.